Event description:
During an acl repair, surgeon was having trouble getting the screws to seat on the drivers. He was inserting one of the ar-1370b, 3/4 into the femur and it broke. Surgeon felt there was good fixation on the graft and did not remove the broken screw. Surgeon also had trouble seating an ar-1380b, but was able to use it in the tibia. Surgeon completed the case using a metal screw. A 45 minute delay was reported. This device is used for treatment.

Manufacturer narrative:
DHR review revealed nothing relevant to this event. Evaluation revealed no visible anomalies with the implant, however, it was not possible to fit the implant on the correct driver during testing. Implant was inspected and found to be under specs in the cannulation. Product engineers suggest this condition may have been related to heat damage; however, without the original packaging, exposure to heat can not be verified. There are no other similar complaints for this part / lot number combination. The cause of this event could not be determined.